Event description:
Patient was implanted with tfn nail, screw, and blade in (B)(6) 2012. Patient returned to operating room on (B)(6) 2013, for removal of the tfn system because of osteonecrosis. The femoral head original fracture healed but the femur head collapsed, died. The helical blade was protruding into the hip joint and the patient complained of pain. The surgeon removed the nail, blade and screw, nothing was broken or left in the patient. Patient was revised to a total hip arthroplasty. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Pro code: hsb. A review of synthes device history records for manufacturing revealed no complaint related issues. The device was not received for further investigation.

Event description:
It was noted patient fell from height and sustained subtrochanteric femur fracture. This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device implanted approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.